Event description:
Material no: 328468 batch no: 8344529. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle when the customer removed the shield, both needle and hub are now stuck inside shield. The following information was provided by the initial reporter: consumer reported, when he removed the shield, both needle and hub are now stuck inside shield and was not able to use syringe.

Manufacturer narrative:
Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 8344529. Customer states that when they removed the shield, both needle and hub are now stuck inside the shield. The returned syringe was tested and the hub-needle/shield assembly separated from the barrel when attempting to remove the shield. A review of the device history record was completed for batch# 8344529. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200794597] noted for damaged needle assembly. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Event description:
Material no: 328468 batch no: 8344529. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle when the customer removed the shield, both needle and hub are now stuck inside shield. The following information was provided by the initial reporter: consumer reported, when he removed the shield, both needle and hub are now stuck inside shield and was not able to use syringe.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8344529. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for damaged needle assembly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 328468 batch no: 8344529. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle when the customer removed the shield, both needle and hub are now stuck inside shield. The following information was provided by the initial reporter: consumer reported, when he removed the shield, both needle and hub are now stuck inside shield and was not able to use syringe